Event description:
Related manufacturer reference number: 2017865-2022-16823. It was reported that the patient presented for a generator and atrial lead replacement procedure. Prior to the procedure, it was noted that the atrial lead was damaged and exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) episode. The pacemaker exhibited inappropriate pacing. The atrial lead was capped and replaced on 19 jul 2022 and the pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.